Event description:
It was reported that prior the pvp (photoselective vaporization of the prostate) procedure for benign prostatic hyperplasia, the console is stuck displaying, please wait. It was noted the console displayed error 302.13 (mcb. Hardware interlock bit) and error 632 (warmup timeout). The procedure was discontinued. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Correction to a1: patient identifier. Correction to a3: gender. The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error 1413 displayed by the console was caused by a defective chiller and a cracked copper tube. The fse proceeded to perform the visual inspection, concluding in the replacement of these components and recharging the coolant in system, to ensure the system temperature works in normal operating specifications. The laser console was calibrated and finally, the device passed full functional and electrical safety testing. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error message resulted from the defective components, leading to the reported event. The reported complaint was confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior the pvp (photoselective vaporization of the prostate) procedure for benign prostatic hyperplasia, the console is stuck displaying, please wait. It was noted the console displayed error 302.13 (mcb. Hardware interlock bit) and error 632 (warmup timeout). The procedure was discontinued. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.